Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that a leakage of blood from inlet at the hmod 70000-USA #squadrox-ID adult o.filt was detected during patient treatment. The oxygenator was exchanged during patient treatment. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that a blood leakage from the inlet of the hmod 70000-USA #squadrox-ID adult o.filt was detected during patient treatment. The oxygenator was exchanged during patient treatment. No harm to any person has been reported. The affected quadrox-ID was investigated at the getinge laboratory on 2022-07-01. During the visual inspection of the quadrox-ID no damages such as cracks, fractures, deformation, impact marks or scratches were detected. Due to the tightness test, the reported failure "leakage at the blood inlet connector" could be confirmed. A leakage at the luer of the blood inlet connector was detected. Under the microscope, a small crack could be noticed on the luer connector. The most probable root cause could be determined as: -material stress due to a weak point in the injection molded part -material stress due to excessive tightening torque of peripherals connected to the luer connector. The production records of the affected hmod 70000-USA #squadrox-ID adult o.filt with lot#3000205641 were reviewed on 2022-06-13. According to the final test results, the hmod 70000-USA #squadrox-ID adult o.filt with lot#3000205641 and UDI#(B)(4) passed the tests as per specifications. Production related influences are unlikely. Based on the investigation results the reported failure "leakage at the blood inlet connector" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary initiated a non-conformance process in regards to the detected findings. All further actions and investigations will be performed within this process.

Event description:
Complaint ID: (B)(4).